Event description:
It was reported that the pt had a problem with his pump. The medication being delivered via the device system was not reported. The health care professional confirmed a motor stall with out recovery. Per hcp, the motor stall was "caused by pt having MRI or other medical procedure." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.